Event description:
During PICC insertion, the peel away sheath tab snapped off and was not able to peel away. Was able to get it off catheter intact through one of the natural break away perforations, but it did not come off in the normal way.